Manufacturer narrative:
Only the proximal segment of the electrode was returned, inspected, and analyzed upon receipt at our quality assurance laboratory. The visual inspection revealed the electrode had been severed during the explant procedure. Resistance testing found the electrode was electrically continuous. Analysis has determined that no evidence of device defect, malfunction, or abnormal damage was found. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing and inappropriate shocks. Additionally, the low amplitude was also observed. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Cause of death obesity complicated by diabetes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing and inappropriate shocks. Additionally, the low amplitude was also observed. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing and inappropriate shocks. Additionally, the low amplitude was also observed. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.